Manufacturer narrative:
Correction for b5: the events of peritonitis manifested by abdominal pain was not related to baxter¿s peritoneal dialysis (pd) solutions devices or disposables but was possibly due to the use of a recalled lot of minicap by the patient. On an unreported date in the same month as the onset, the patient was recovered from the peritonitis event. Correction/removal report number - 1019003-02/01/2023-001-r. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. Peritonitis was manifested by abdominal pain. On the same day as the onset of peritonitis, the patient was hospitalized. The cause of the peritonitis was possibly due to the use of minicaps that the patient used for two weeks. Two days after the onset, the patient was discharged from the hospital as unspecified antibiotics (dose, rout and frequency not reported) was started in the patient. On the same day, the patient was readmitted to the hospital as the patient continued to have abdominal pain. Three days later, the patient was discharged from the hospital as patient's condition improved. At the time of this report, pd therapy was ongoing. On an unreported date in the same month as the onset, the patient was recovered from the peritonitis event. No additional information is available.